Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of hypersensitivity (allergic reaction) is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after having the xience alpine stent implanted on (B)(6) 2016, the patient has developed an allergic reaction. The hives initially started on (B)(6) 2016 and has had multiple occurrences to this day. Medication has been prescribed and is scheduled for a follow-up with her physician to discuss her continuous symptom. No additional information was provided.